Manufacturer narrative:
Per additional information received from customer as there was no allegement against the bard/bd device, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter caused a urinary tract infection since the last order and their doctor took sample and gave medical prescription to clear it up. It was unknown if the device contributed urinary tract infection. Per customer via phone (B)(6) 2021, patient did not make a complaint. Patient use the catheters without any problems. Patient had a history of urinary tract infection prior to using the catheters and did not believe urinary tract infection was due to catheter use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that intermittent catheter caused a urinary tract infection since the last order and their doctor took sample and gave rx to clear it up.